Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedances high out of range on the right ventricular (rv) channel. It was observed that the rv lead is not a boston scientific product. Technical services (ts) was consulted and recommended to have an in-person interrogation to troubleshoot the lead. Ts suspects this is due to shock lead fracture, but at this time the cause is not yet determined. Additional information was requested from the field; however no new information was available at this time. This investigation will be updated should further information become available. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedances high out of range on the right ventricular (rv) channel. It was observed that the rv lead is not a boston scientific product. Technical services (ts) was consulted and recommended to have an in-person interrogation to troubleshoot the lead. Ts suspects this is due to shock lead fracture, but at this time the cause is not yet determined. Additional information was requested from the field; however no new information was available at this time. This investigation will be updated should further information become available. This ICD remains in service. No adverse patient effects were reported. Additional information was received from the field. This device was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.